Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient experienced suspected tamponade with arrest and extracorporeal cardiopulmonary resuscitation (ecpr) at the bedside. The patient was to return to the operating room (or) for exploration due to suspected pump thrombosis. Patients current fixed speed was at 4700 with flow of 0.0, the extracorporeal membrane oxygenation (ECMO) flow was at 3.0. The patient returned to or with tamponade with wash out. The pump appeared to function normally, and the decision made not to replace the pump. The current speed was 4400 flow 2.9, ECMO was removed.

Manufacturer narrative:
Section h6: health effect - impact code and medical device problem code corrected. Manufacturer's investigation conclusion: the suspected thrombus and reported low flow alarms associated with a decrease in flow to 0 liters per minute could not be confirmed as no product was returned for evaluation and log files were not submitted for review. A direct correlation between heartmate 3 left ventricular assist system, (lvas), serial number (B)(6), and the reported cardiac tamponade with cardiac arrest could not be conclusively established. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including pump thrombosis and pericardial fluid collection, which may be associated with the use of heartmate 3 lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿, outline system controller alarms, as well as the appropriate actions associated with them. Section 8 of the patient handbook, ¿handling emergencies¿, provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.